Event description:
It was reported that there was fluid flow with the twist clamp of a minicap transfer set in the closed position.this occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder foot was observed. Leak, clear passage, and clamp function testing were performed and a leak through a closed clamp was observed. The reported condition was verified. The cause of the leak was due to the broken occlude foot. The cause of the damaged occluder foot could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.